Event description:
The physician was using an assurant cobalt peripheral bare metal stent to treat a lesion in the right proximal iliac artery. The lesion exhibited no tortuosity and little calcification. The assurant cobalt device was inspected and prepped prior to use with no issues noted. Resistance was noted advancing the device to the lesion. Physician used brachial access and a 6fr 90cm long sheath (non -medtronic) with a hydrophilic 260cm zip wire (non-medtronic).no abnormality noted with the 6fr sheath prior to use. It was difficult to pass the stent system from the tip of the sheath but the physician finally managed and delivered the stent successfully. The physician could not retract the completely deflated balloon (used a 60cc syringe for deflation) through the sheath and subsequently retracted the sheath, the wire and the balloon out of the patient as a whole. The physician had to cut the balloon shaft in order to release it from the sheath. Exactly the same happened with the second assurant cobalt. Both stents were positioned and delivered successfully. Difficulty was encountered removing the device/balloon following stent deployment/balloon inflation. The procedural wire had been used once or twice prior to use with the complaint devices. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: related to operational context -removal difficulty most likely procedural related. No results available since no evaluation performed- device or procedural images not provided for review. No device returned evaluation conclusions: unable to confirm complaint - device or procedural images not provided for review. Operational context caused or contributed to the event - removal difficulty most likely procedural related. (B)(4).